Event description:
It was reported that insulin leaked from the reservoir, and the insulin pump was exposed to moisture from the insulin. The blood glucose reading was 17.7 mmol/l, which the customer treated with a manual injection. The customer noted that the stopper inside the reservoir lip was missing. No cracked were noted on the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.